Event description:
Medwatch report rec'd from facility: "following ptca/rotablator procedure, md attempted to deploy a 6 fr. Perclose in artery site. Suture did not hold. Pressure held, femostop applied. Six inch hematoma developed. Per md, device did not fail, suture slipped through the artery." No further info has become available.